Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a broken hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any sign of leakage prior to use. All available information has been placed on file in quality assurance tracking, trending and follow up.

Event description:
The user facility reported that blood was observed leaking from the gas outlet port of the oxgenator after the initiation of bypass. Some degree of decreased gas exchange was reportedly experienced during the procedure and ventilation assistance was provided, but it was determined that it was not necessary to change out the unit. The case was complete successfully with no complications or injury to the patient. The total blood loss was estimated to be 300-cc.